Event description:
The pregnancy outcome form states that oromadibular/limb dystrophy had occurred, the child is missing the left hand. A follow up letter from the facility states that the pt had a cvs procedure using a cook cvs set on 08-12-98 and subsequently gave birth to a child with a terminal transverse limb anomaly.